Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. Additional information received from a consumer on (B)(6) 2009: she received injectable poly-l-lactic acid on (B)(6) 2009 (not (B)(6) 2009 as previously reported) and has not seen results. She advised that she will see her physician on (B)(6) 2009 for a follow-up. No new relevant information reported. The reporter does not wish to be contacted therefore, additional information will not be obtained. Additional information received from a consumer on (B)(6) 2009: the consumer reports the previously reported events (small amount of bruising after the injections and small amount of swelling after the injections) went away within days after the injection; however, she does not see any difference. She states she can feel a difference more than see a difference. The consumer also reports after the poly-l-lactic injection she was given arnica pills to reduce the swelling and discomfort and a topical gel (medication name not provided) to promote healing. She mentions she was supposed to go in yesterday ((B)(6) 2009) for her second treatment, but the physician had to cancel; therefore, she was inquiring how long the treatments should be spaced apart. No further relevant information reported.

Event description:
(B)(4). Initial information received from a consumer on (B)(6) 2009: a (B)(6) female received injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] for cosmetic use on (B)(6) 2009. After the injections, she experienced a small amount of bruising and swelling. At the time of this report, there was still some bruising that had remained. Medical history and concomitant medications were not provided. No further relevant information provided.